Event description:
The complaint involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Leakage during a chemotherapy drip/infusion from the vent (due to a defect) was reported. There was no report of human harm associated with this complaint/event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.